Manufacturer narrative:
(B)(4). Additional information: the device was connected to the generator and it was recognized. Because the jaw was detached not all testing was performed with the generator. It is possible that the generator displayed an alert screen when the jaws got damaged. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a lap supracervical hysterectomy procedure, the jaws became dislodged outside of the patient. Customer tried a second device but reported having problems firing the device. No other information available. No device being returned.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent.